Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that a 2.75 x 15 xience v stent delivery system was placed in the proximal left anterior descending artery (lad). The balloon was inflated to 10 atm and it burst. The vessel had been pre-dilated. The stent was deployed and the delivery system was removed without any problems. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Balloon pinholes/ruptures can occur as a result of a manufacturing issue or from use of the device. During use, there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. There was no report of any leak in the device noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon was damaged during use, since it was reported that the stent was successfully deployed. There is no indication of a product quality issue; however, a conclusive root cause could not be determined.